Event description:
It was reported that the device experienced a reset, and automatically restored the parameters. A year later, while interrogating the device during a routine follow up visit, the device entered magnet mode and jumped to 100bpm. The programmer then indicated that emergency parameters should be applied, and a loss of capture was seen. The patient began to feel symptomatic, so the decision was made to explant and replace the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.